Event description:
I had the essure procedure in 2010. The procedure itself lived up to its claims of being fast, easy and relatively painless. However, in the four years since the essure coils were placed in my body, I've been challenged with a number of health problems I never experienced before essure. These problems include: sporadic severe lower abdominal pain, bleeding in between periods, headaches, nausea, feelings of hopelessness, anxiety, proneness to urinary tract infections (never had one before essure), discharge from nipple, severe sensitivity to earrings (ears become very red and itchy if I wear earrings for one evening, and I wear only hypoallergenic earrings), random rashes and itchiness. My main life goal has become saving up enough money to have these coils removed so I can go back to the being cheerful, pain-free, healthy woman I was before essure.